Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stating that by pads, they meant leads. They also added they were wrong when they said those moved because it was confirmed by the pain management office that they did not move. The device was reprogrammed and everything have been working great. By pulsating, they meant stimulation. They added that the stimulation is in the correct location and it only goes to their feet when they put pressure at where the leads were placed. The patient said the stimulator and device works great and they have no additional concerns. The issue is resolved. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that when they turned their therapy back on, they were only able to use it when they were standing up because the pulsating in their feet felt higher than it used to feel. They met with a manufacturer's representative (rep) today and recalibrated their system. The patient said that the rep turned the patient's adaptive stimulation off and the patient verified that the stimulation feels better now. No patient symptoms reported. No further complications reported/anticipated.